Event description:
Lap appy - "dr placed trocar in pt. Dr put camera down trocar and saw a black triangula piece of plastic. He removed it and had staff located where it came from when this trocar was disassembled the staff noticed a hole in the rubber seal matching the foreign piece. Sending trocar and black piece removed from pt." Pt status: "fine."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and a torn off piece of rubber were returned for evaluation. Upon inspection of the returned unit, engineering confirmed that all of the seal components were free of damage. Engineering determined that the returned piece of rubber did not belong to the returned unit; however, it is possible that the detached piece of rubber came from another trocar used in the procedure. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.